Manufacturer narrative:
A powerflex pro 6mm x 15cm 135cm percutaneous transluminal angioplasty (pta) balloon was being removed back through the sheath when it became stuck. It would not advance or back out. Double negatives were pulled on the balloon (the inflation device was pulled back to place a negative pressure on the balloon for removal, this was done two times instead of the standard once). The balloon and sheath had to be removed as one unit from the patient. The balloon shaft needed to be cut to remove the balloon from the tip of the sheath on the port side. The same sheath was reinserted to the patient and a .018¿ x 300cm wire was inserted and a new balloon was used to complete the procedure. There was no report of patient injury. The powerflex pro balloon was inserted to the superficial femoral artery (sfa) via a 6f x45 cm non-cordis sheath on a 260cm glide wire and inflated to nominal pressure two times. The aorta bifurcation was an acute angle of close to 70 degrees. The target lesion of the sfa was moderately calcified. Stenosis percentage was 80%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). A non-cordis inflation device was used (indeflator/syringe). Some manipulation was required to advance the guidewire to the target lesion. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion as an atherectomy was performed prior. The catheter was in an acute bend as the aortic bifurcation was an acute angle. The balloon did deflate normally. The sheath and balloon catheter were removed together intact, but the balloon catheter needed to be cut to be removed from the device. One half was pulled out of the distal end through the sheath hub, the other through the sheath tip. The device was not returned for analysis. A device history record (DHR) review of lot 17357602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty - through guide/ sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors and vessel characteristics of an aortic bifurcation of 70 degrees may have contributed to the reported event by potentially distorting the shape of the balloon catheter. According to the IFU ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: 260 aquatrak glide wire, boston scientific indeflator device this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro 6mm 15cm 135 percutaneous transluminal angioplasty (pta) balloon was being removed back through the sheath and became stuck, it would not advance or back out. Double negatives were pulled on the balloon (the inflation device was pulled back to place a negative pressure on the balloon for removal, this was done two times instead of the standard once). The balloon and sheath had to be removed as one unit from the patient. The balloon shaft needed to be cut to remove the balloon from the tip of the sheath on the port side. The same sheath was reinserted to the patient and a .018 x 300 wire was inserted and a new balloon (saber .018 balloon 6 x 150) was used to complete the procedure. There was no report of patient injury. The powerflex pro balloon was inserted to the superficial femoral artery (sfa) via a 6f x45 cm non-cordis brand sheath on a non-cordis brand guidewire and inflated to nominal pressure two times. The aorta bifurcation was an acute angle of close to 70 degrees. The target lesion of the sfa was moderately calcified. Stenosis percentage was 80%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). A non-cordis brand inflation device was used (indeflator/syringe). Some manipulation was required to advance the guidewire to the target lesion. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion as an atherectomy was performed prior. The catheter was in an acute bend as the aortic bifurcation was an acute angle. The balloon did deflate normally. The sheath and balloon catheter were removed together intact, but the balloon catheter needed to be cut to be removed from the device. One half was pulled out of the distal end through the sheath hub, the other through the sheath tip. The device is not available for analysis.